Event description:
It was reported that a pt experienced a sinus formation and suture extrusion following a laparotomy procedure. The pt is experiencing chronic non-healing wounds. The surgeon is planning to remove the suture surgically and to re-do the suture line using another suture type.